Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) showed no irregularity. An pressure sensor error (e03) was noted. Omsc assumed that the reported event was caused by the defect of the pressure sensor on the mainboard of the device. There is possibility that the defect of the pressure sensor was caused by the followings. Oxidation corrosion of pressure sensor electrode, foreign matter adhering to the pressure sensor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
An analog-to-digital (ad) converter error (e02) occurred. There was no report of patient injury associated with this event.